Event description:
The patient was implanted with a vented electric lvad in 2002. In 05/2003, the hospital transplant coordinator reported to the manufacturer that a patient on a vented electric lvad, who was on pneumatic back up operating mode utilizing a drive console and stroke volume limiter (svl) broke the svl. The patient was lying in bed and rolled over when the patient side tubing on the svl had broken off. The patient notified nursing personnel and the svl was changed to a back up svl, and there was no injury to patient. The patient recieved a heart transplant in 05/2003, and is doing fine.